Event description:
It was reported revision surgery was performed. The reason for revision is not available at the time of this report. The index surgery was performed to treat spondylosis from l5-s1 as well as neuroma at l4-s1. Approx two year and four months post-operatively revision surgery was performed. No further info is available at the time of this report.